Event description:
It was reported pt was implanted on an unk date with epoca stem, head and eccenter for a proximal humerus fracture. Pt returned to surgeon, unk date, complaining of pain and it was determined the rotator cuff was deteriorating. Pt returned to operating room on (B)(6) 2012, hardware was removed. Pt was revised to a reverse shoulder implant system. No additional info available at this time. This is 2 of 3 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Additional info has been requested.